Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). (B)(6) need assistance on 8015 s/n (B)(4) unable to run transfer network configuration (silent) is showing rf card not supported. I recommended to (B)(6) to re-flash 8015 device. If the issue persist after re-flashing . Make sure to run fcc wireless flash using an extended board with compact flash card and copy fcc wireless file data to compact flash. (B)(6) is going to go ahead re-flash 8015. There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description. (B)(4). (B)(4). Spec 1, complaint mgmt. Problem description. (B)(4). (B)(4) need assistance on 8015 s/n (B)(6) unable to run transfer network configuration (silent) is showing rf card not supported. I recommended to (B)(4) to re-flash 8015 device. If the issue persist after re-flashing . Make sure to run fcc wireless flash using an extended board with compact flash card and copy fcc wireless file data to compact flash. (B)(4) is going to go ahead re-flash 8015. There was no patient involvement.